Manufacturer narrative:
Device not available for evaluation.

Event description:
Mixinng time: 90 secounds; bone cement implantation after 2:20 minutes; tibia plate implantation after 3:20 minutes; curing time 15 minutes (longer than expected). Delay in surgery (some minutes).